Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Beginning the day of onset, the patient was treated with reflin 1 gram in two liters (route, frequency, and duration not reported) and gentamycin 250 milligrams in two liters (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.